Event description:
It was reported that the 2600 system had a x-ray overtime, call for service error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator battery pack assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.